Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch select meter was displaying inaccurately high results compared to a hospital meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred between (B)(6) 2013. The patient reported obtaining a reading of ¿75mg/dl¿ on the lfs meter compared to ¿50mg/dl¿ on a hospital meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient denied making any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported about 5 minutes after the alleged issue occurred she developed symptoms of ¿shakes, sweaty, headache, and heart pounding.¿ the patient reported after the alleged issue occurred, between (B)(6) 2013 at 2:30am she was hospitalized and a reading of ¿50mg/dl¿ was obtained on a hospital meter and was treated with IV glucose. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient was found to be using the correct testing steps and approved sample site to obtain the samples. The patient¿s test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the meter issue, she was unable to test on the lfs meter accurately and developed symptoms suggestive of hypoglycemia requiring treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.